Event description:
Patient undergoing cystoscopy with laser photo vaporization of the prostate. During the procedure the laser tip broke off. It was retrieved with a stone retrieval basket. During the retrieval the basket malfunctioned and broke inside the sheath.